Event description:
Customer reported that the sensor gave inaccurate readings and incorrectly activated the threshold suspend. She reported that the sensor read 60 mg/dl when the blood glucose reading was 185 mg/dl. She also reported that she had received calibration errors leading to a change sensor alert. She stated that the sensor was uncomfortable when she inserted it. She stated that there was no incorrect or delayed entry of a blood glucose reading. Customer was advised on calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.